Event description:
It was reported that during a da vinci hysterectomy procedure, the movement of the cadiere forceps instrument was not fully functional. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that both pitch cables were loose at the distal end; however, the cables were not damaged. The instrument blue housing was removed and the pitch cable was found to be derailed at the clamping pulley, causing loss of tension and non-intuitive motion. Failure analysis investigation also found the following additional damages to the instrument: the distal end of the main tube had various scratch marks exhibiting light material removal. The scratches were short in length and not axially aligned with the tube. Also, the entire main tube was a lighter shade in color than usual. All four clamping pulleys were corroded inside of the instrument housing. There was a significant amount of dark stains and corrosion. It was concluded that the corrosion damage likely occurred due to improper cleaning. The reprocessing instructions specifically states: cleaning, disinfection, and sterilization general information and warning: - read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. There were multiple indentations at the edges of the instrument's distal pulley. It was concluded that the indentation damage found to the distal pulley was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removed, found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunction were to recur.